Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump and cylinders underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump did not pass activation test. No leaks were identified. The pump passed the microscope test. The cylinders were microscopically inspected, and leak tested. No anomalies were found with the cylinders. Based on the information available and analysis results, the reported clinical observation of device fluid loss was not confirmed.

Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. The ipp was explanted and replaced. No patient complications reported.